Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 19-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they have no telemetry with recharging and can¿t turn on or connect to their implantable neurostimulator (ins). They stated that they have been hurting, and even hurting at the implant site and at their hip bone. The patient thought that it was because it was winter, and their implant got cold. They attempted to charge, but saw the poor communication screen on the programmer, and the reposition antenna screen on the recharger. The patient stated that they last had stimulation a month and a half ago, and last successfully recharged their device about 2 months ago. They also mentioned that they have had poor coupling since implant. However, troubleshooting could not be done at the time of the report, as the ins was possibly in overdischarge. The patient also added that they had an x-ray done for a normal checkup in (B)(6) 2019, and they saw that the lead wire in the middle of their back was ¿circles¿. They think that the lead is loose in there. The patient was to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product information references the main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(6), implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's ins was overdischarged and they last successfully charged in (B)(6) 2019. A prm was completed and the ins was charging normally to 50%. The steps for clearing the resulting por message were reviewed. No further complications reported.